Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed during functional testing. The root cause is due to a defective processor board likely due to aging. The autopulse platform is a reusable device and was manufactured in august 2008 and is 11 years old, well beyond the expected service life of five years. No physical damage was noted during the visual inspection. The platform archive data could not be downloaded due to the reported system error, therefore, the archive data could not be reviewed to identify the type of system error. The root cause could not be conclusively determined and service repair will not be performed due to unavailability of service parts. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.